Manufacturer narrative:
(B)(4). Device passed displacement test. No blank display anomalies noted during testing. Device received with no vibration during selftest due to moisture damage on electronic board stack. No belt received with device. Corroded force sensor assembly and moisture damage on motor assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that the display returned after insulin pump restart. Customer reported broken belt clip. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.